Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06737. It was reported that the rotawire became detached. The target lesion was located in the left main to the left anterior descending artery (lad). A 1.25mm rotalink¿ plus and a rotawire were selected for use. During preparation outside patient's body, when adjusting the speed to about 200,000 rpm, it was noted that the rotawire became detached. Then, the rotawire was replaced. When attempting to pass through the 1.25mm rotaburr, it was noted that the rotawire was difficulty to insert to the tip portion of the burr. The physician suspected that the rotawire detachment was caused by frictional heat. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of the rotablator rotalink plus device. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The rotablator dfu includes the following related to the initial speed: "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0 mm burrs 190,000 rpm". (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06737. It was reported that the rotawire became detached. The target lesion was located in the left main to the left anterior descending artery (lad). A 1.25mm rotalink plus and a rotawire were selected for use. During preparation outside patient's body, when adjusting the speed to about 200,000rpm, it was noted that the rotawire became detached. Then, the rotawire was replaced. When attempting to pass through the 1.25mm rotaburr, it was noted that the rotawire was difficulty to insert to the tip portion of the burr. The physician suspected that the rotawire detachment was caused by frictional heat. The procedure was completed with another of the same device. No patient complications were reported.